Event description:
It was reported that during a colonoscopy procedure, the cre balloon ruptured. The balloon burst inside the patient. No balloon fragments remained in the patient's body. The procedure was completed with a rigid dilator without complications. The patient condition is reported to be "doing well".

Manufacturer narrative:
The complaint sample was not returned for analysis. The device history record review confirms that this device met all material, assembly and performance specifications. The most probable root cause of this event is operational context.